Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduce based on the field evaluation. The fse confirmed that the finger clutches were working. The fse checked the surgeon profile and the profile was set up correctly. The system was tested and verified as ready for use. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date could not be conducted by technical support when the customer called for troubleshooting assistance as the logs were not available. This complaint is a reportable malfunction event due to the following conclusion: the customer switched the control to other ssc after the start of the procedure due to the finger clutches on the mtm were not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the finger clutches were not working on both master tool manipulators (mtm). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the issue happened during the procedure after all ports were placed. The surgeon was able to clutch and control the fingers, but was unable to hold the tissue. The master tool manipulators (mtm) was working properly in an earlier procedure. The surgeon resolved the issue by continuing with the other surgeon side console (ssc). The customer confirmed that the procedure was completed robotically with no injury to the patient.